Manufacturer narrative:
Device history review: part: 314.453, lot: l671516, manufacturing site: (B)(4), release to warehouse date: 01.february 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Investigation findings: dimensional inspection: because of the damages, the complaint relevant dimensions cannot be checked to print specifications anymore. Drawing/specification review: the manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Lot l671516 was manufactured in february 2018 and all parts were according to our specifications. Failure in material or production could not be detected. Summary: due to the worn out tip, the complaint condition is rated as confirmed. The damage at the tip indicates that a mechanical overloading situation during screw removal or simply regular wear is most probably the reason for the deformation of the tip. End of life of a device is normally determined by wear and damage due to use. Evidence of damage and wear on a device may include but is not limited to corrosion (i.e. Rust, pitting), discoloration, excessive scratches, flaking, wear and cracks. Improperly functioning devices, devices with unrecognizable markings, missing or removed (buffed off) part numbers, damaged and excessively worn devices should not be used. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, during an unknown procedure, the tip of the short stardrive screwdriver shaft was discovered to be stripped. The tip of the screwdriver shaft had been already stripped before use. Thus, when the surgeon tried to use the screwdriver shaft with an unknown screw, the screw could not be fastened. Another screwdriver shaft, t8, 105mm, was used to complete the procedure without problems. It was unknown if there was a surgical delay. There was no adverse consequence to the patient. Concomitant device reported: unknown screw (part #: unknown, lot #: unknown, quantity: 1). This is report 1 of 1 for (B)(4).